Event description:
The customer reported that the hospitalized due to high blood glucose levels over 500 mg/dl. The customer stated that he had experienced high blood glucose levels for the (B)(6). The customer had changed the infusion set, and treated his blood glucose levels by bolusing, but his blood glucose levels continued to elevate. Troubleshooting was performed, and the insulin pump was programmed correctly. No alarms were found in the alarm history. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.